Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs but was able to reproduce the issue during in-house testing. Upon visual inspection, the unit¿s top cover was found to have several scratches, and the front bezel was cracked. Otherwise, the unit appeared to be in good condition. The iesu was tested using the system, and upon powering on, error c-34 was displayed which indicates a high frequency (hf) voltage was too low in on state. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, that bipolar energy was not activated during the procedure. Initially, attempts were made to resolve the issue by swapping the bipolar cord to another port and exchanging the second bipolar cord and maryland bipolar forceps, but the problem persisted. Error logs indicated erbe errors m-11 and c-34. Further troubleshooting involved exchanging a third bipolar cord and turning off/on the erbe generator, yet the bipolar energy remained inactive, even with activated audio from the erbe itself. The procedure was completed using a monopolar instrument. It was concluded that the erbe generator was the cause of the issue, and plans were made to dispatch support to replace it. Additionally, preparations were made to find a force triad generator for the following procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is confirmed that tonsillectomy procedure on (B)(6) 2025. It was completed without the bipolar energy due to erbe issue. Patient demographics were not provided.